Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not start up. During troubleshooting, rse checked bios settings and health, restored the bios settings and reinserted the host-hdd. Rse checked the cables to/from host and found issue with host hdd or bios setup. As per rse suggestion customer took out the hdd and placed on a external tray, and one check disk was performed and hdd afterwards put in again and bios was reset. After resetting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.